Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merli.net transmission with false episodes of cardiac pauses observed on the implantable cardiac monitor. It was the determined that the episodes were actually caused by r wave undersensing. The clinician elected to continue to monitor the patient. There were no reported adverse consequences to the patient.